Event description:
It was reported by the patient that they had an infection at the cannula site after pod removal, leading to a medical visit in (B)(6) 2024. The visit lasted 30 minutes, and the patient was diagnosed with an infection at the cannula site, receiving a 14-day antibiotic treatment. The patient mentioned experiencing irritation from the adhesive and bumps at the cannula site, using alcohol wipes for site preparation. The agent discussed clinical troubleshooting for skin irritation, including using non-scented, non-lotion soap, hibiclens, barrier wipes, and gentle pod removal. The patient was advised to consult with their healthcare provider before trying new skin barrier products. The site appeared itchy, and the patient verbalized understanding and comfort with the plan. The agent sent an email with resources and noted that the patient successfully resumed treatment. If additional assistance is needed, a warm transfer to the clinical team was recommended. The patient mentioned that the pod fell off.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.